Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had water under display screen. Customer reported that as a result, button error alarm was received. Customer's blood glucose was 150 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted. Moisture damage was found on the lcd board. The pump also had a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.